Manufacturer narrative:
(B)(4). Evaluation results: no device returned ( no root cause can be determined, device not returned for evaluation). No results available since no evaluation was performed. Evaluation conclusion: unable to confirm complaint ( no root cause can be determined); device not returned.

Event description:
The submarine balloon would not deflate during the procedure. No patient injury reported.